Event description:
Customer complaint of blood result reading "hi". Recall from memory (fasting and non-fasting unk). On (B)(6) 2014 at 12:03pm hi; (B)(6) 2014 at 12:00pm hi; (B)(6) 2014 at 10:00am hi; (B)(6) 2014 at 9:30am 578mg/dl; (B)(6) 2014 at 9:00am hi. Pharmacist performed a blood test with the customer, "hi" result. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: test strip issue, user had high glucose value. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (12/16/2014).